Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostic issue. An attempt to make programming changes to the device was still unable to update the battery diagnostics. The device remained implanted. No further information could be obtain at this time.